Event description:
"Device alert" alarm, kb0065 and xb0074 error codes, device stopped ventilations when alarm sounded. Further follow up revealed that the ventilator was on a patient at the time with no adverse effects. The staff were readily available when the ventilator went into an alarm. This device has the emi upgrade installed on software level n.